Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was alleged to have been defective. The device, not a cpi, and this lead did not deliver therapy when required, therefore, the patient is neurologically compromised. An xray revealed a supposed fracture, suspect high voltage lead insulation failure, the device is currently turned off. The patient is being monitored.